Event description:
It was reported by the affiliate during a low anterior resection procedure that they could not attach anvil shaft to the trocar completely. Another device was used to complete the case.